Event description:
It was reported that during transportation of the patient, there was no volume. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could not reproduce the reported issue. The ventilator passed all safety and functional tests and was cleared for clinical use. Provided ventilator logs were reviewed. Several alarms were generated indicating an excessive leakage in the patient breathing circuit or a disconnect situation; respiratory rate low, expiratory minute volume low, peep low and patient circuit disconnected. The alarm etco2 is indicative of a hyperventilation with leakage as a possible cause. The alarm for pressure delivery restricted also indicates a leakage situation (the inspiratory flow has reached its upper limit). This alarm occurs in combination with patient circuit disconnected alarm, which detect disconnected tubing at the inspiratory outlet or at the expiratory inlet of the ventilator, and it may detect disconnect at the y-piece. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).